Event description:
Ous MDR - it was reported that an alert message was seen via homemonitoring on (B)(6) 2017, approx. 48 months after the implantation. The device was in back up mode and the therapies were inhibited. The interrogation showed no specific events registered, re-initialization was not possible. It was decided to replace the device.

Manufacturer narrative:
The ICD was received for analysis. Previous to the analysis of the ICD, the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The final acceptance test proved the device functions to be as specified. The ICD was first subjected to an incoming visual inspection. The inspection did not show any anomaly. During initial interrogation the device was operating in a safety backup mode, as mentioned in the complaint description. The devices memory content was inspected. The inspection revealed that the device switched into the safety backup mode as a result of the detection of an invalid memory content. Please note that, while in the safety backup mode, the parameters in home monitoring have -by design- empty entries. However, the therapy functionality of the device is available. By design, the device performs self-checks and is equipped with the ability to detect and repair invalid memory content. But, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to assure the patients safety. The activation of the safety backup mode does not indicate a material or manufacturing problem. A reinitialization with the programmer device during analysis could be performed without difficulties. The clinical observation could not be reproduced. After reinitialization the device was operating as expected. In particular, the ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. The specified energy level was reached. The ICD was monitored for a long term period without anomalies. No further invalid memory content was detected and the current consumption was normal and as expected. In conclusion, the reported safety backup mode resulted from the detection of an invalid memory content. The root cause for the invalid memory content was not determinable based on the information available for analysis. However, external influences such as strong electromagnetic fields could be taken into consideration. After reinitialization, the device was operating as specified. Please note that the therapy functionality of the ICD is available while the device is operating in the safety backup mode. The analysis did not reveal any sign of a material or manufacturing problem.